Manufacturer narrative:
Upon investigation, tech support identified that the cell is reading a value significantly higher than 100% during an o2 suction when the calibration of the cell was performed during the sensors warm-up time (30min). The cell is showing strange behaviour as the output voltage is increasing over the time. The investigation is still ongoing.

Manufacturer narrative:
Vyaire file identification: any additional information received from the customer will be included in a follow-up report. Device evaluated by MFR: the user facility provided information regarding the log files. Log files show that there were no signs of an o2 dosing issue. It is visible that they performed a 2p calibration. Alarm 221 - "oxygen sensor requires calibration" was triggered once and they performed a 1p calibration during running ventilation and an o2 suction. The fse cycled the device on and was able to duplicate the reported device behavior. Their conclusion is that the o2 cell output voltage fluctuation is caused by ambient temperature influence. At this time, the device has not returned for evaluation. If the device is evaluated, a follow up report will be submitted.

Event description:
The customer reported that the bellavista 1000 alarmed 221- "oxygen sensor requires calibration" while connected to the patient. The customer stated that this issue occurred while attempting to suction the patient. The fio2 setting is 30%, but the measured value was not displayed. The patient was removed from the ventilator and placed on a back up device. The customer confirmed that there was no patient harm associated with the reported event.